Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced palpitations and presented in the clinic for a device check. Upon interrogation, the atrial lead exhibited noise which caused auto mode switch episodes. The noise was reproducible with isometrics. The device was reprogrammed and the patient would continue to be monitored.